Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump would sometimes restart without any alert; the issue was recurring and without any specific pattern. The patient's blood glucose at the time of incident was 11.3 mmol/l. During troubleshooting it was mentioned that the insulin pump would sometimes stop insulin delivery, but other times the entire device became completely inoperable. A self test was performed and the device completed it with no error message. However, the customer was informed that the insulin pump will need to be replaced. The device will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self test, a21 error test and passed off no power test. No unexpected weak battery noted and no unexpected low battery alert noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.